Event description:
It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, the sleeve was observed to be missing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Additional information: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, the sleeve was observed to be missing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-nov-2025. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for missing sleeve was observed. Additionally, the customer sample, were evaluated by visual examination and the issue of missing sleeve was observed. Also, 10 retention samples from bd inventory, were evaluated by visual examination and the issue of missing sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, the sleeve was observed to be missing. No adverse impact was reported regarding the patient or user.